Event description:
It was reported that the patient presented in hospital. It was noted that hemorrhage was confirmed in the atrium and a right pneumothorax was observed. Perforation of the atrial side was suspected. The physician suspected the atrial lead may have been placed in a thin area of the atrium. A determination on what actions were needed to address the observation was being made. There were no patient consequences.